Event description:
It was reported that although the device was placed into MRI mode, during the MRI procedure, the patient experienced an intensely painful heating sensation at the lead site that radiated throughout the body. As a result, the MRI was discontinued. Generator logs later confirmed that the device successfully entered MRI mode prior to MRI scan. After the MRI scan was stopped, the device, the painful burning sensation dissipated almost immediately and has since resolved.

Manufacturer narrative:
It was reported that when the patient was getting an MRI yesterday ((B)(6) 2024), within 5 minutes of the scan beginning it had to be stopped due to excessive heating at the lead site. This heating sensation radiated out from the lead site until it felt like her entire body. She had the tech stop the scan when the heat became so intense it was painful. She said after the scan was ended the pain sensation dissipated almost immediately, however her body still felt hot for the remainder of the day. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.